Manufacturer narrative:
No product malfunction was reported so no devices were returned for evaluation. No photographs or images have been provided so the complaint is unconfirmed. Review of the reported event describes how while the surgeon removed the tab for break off and experienced a slip of his hand, these tabs are known to be sharp and label warnings are present. The root cause of the issue is a procedural error related to the surgeon handling sharp extension tabs post break-off, which is the consequence of surgical technique. No additional investigation required. Labeling review: "...warnings, cautions and precautions: the implantation of pedicle screw spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this pedicle screw spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. All implants should be used only with the appropriately designated instrument (reference surgical technique). Be careful when palpating the break point as the tulip may be sharp..."

Event description:
On (B)(6) 2020 during a spinal procedure the surgeon moved the reduction tabs medial lateral in order to break off an implanted reduction screw. When doing this one of the distal tips of the reduction screw fractured off piece and cut the surgeon¿s skin across the finger on his left hand. No significant harm occurred. The surgeon unscrubbed, clean his hand with antiseptic, cover the cut with a sterile dressing & continue to operation. The cut was small but broke the skin.